Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
On (B)(6) 2026, the customer reported false negative patient result for hit testing. The initial assay performed on 3/25 yielded a result of 0.36 u/ml. Due to a high clinical suspicion (high 4t score), the patient was redrawn on 3/30. Repeat testing on a blue-top specimen resulted in 0.21 u/ml, and testing on a serum (gold-top) specimen resulted in 0.29 u/ml. The sample was sent to a reference laboratory, where the serotonin release assay (sra) returned a positive result. On 3/31, the original frozen sample was rerun, producing results of 0.23 u/ml, 0.02 u/ml, and 0.45 u/ml. No patient impact reported.